Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# va02dme, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type lead.

Event description:
A patient reported via a manufacturer representative (rep) that the patient lost efficacy. The rep stated it was unknown if there was any environmental, external, or patient factors that led or contributed to the issue. The rep noted an impedance check was done. The rep noted the patient had a lead revision. It was noted the patient¿s implantable neurostimulator (ins) and lead was explanted on (B)(6). It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.